Event description:
It was reported that the screen on a patient's pump was non-functional, having gone completely black. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.